Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm's catheter broke after placement. The following information was provided by the initial reporter, translated from chinese to english: when changing an indwelling needle for a patient and noticing that the cannula of a closed IV indwelling needle has become dislodged, immediately discontinue its use and replace it with a new indwelling needle.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#3199612): 1) this batch of products were assembled at intima ii auto line 2 in august 2023, and packaged at r240 package line in august 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for shield pull force test, and the test result is within the product specifications. Please refer to the attachment for test report. 4. Before assembling the shield of the product, there is a special process for strengthening the pulling force of the shield to avoid shield falling off. However, due to the difference of the material of the catheter hub and the shield, the influence of temperature and humidity in the eo sterilization process, the shield pull force will be lower than before sterilization but meet the outgoing inspection standard: 2.2n ~11n. 5. During long-distance transportation or storage, due to vibration or other external forces, some of the shield may fall off in the unit package. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and the retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, the root cause of shield falling off cannot be confirmed, and the plant will continue to pay attention to such defects.